Event description:
It was reported that when the implant was opened, a hair was found inside. Another product was used to complete the procedure. There was about a 3-minute delay to replace the product. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. G4: this device is sold outside the us and therefore no 510(k) can be determined. The device is considered similar to product number 30123207 and 510(k) k190660. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. -visual evaluation of the returned product/provided photo found the packaging was previously opened. A hair-like fiber was found in the sterile packaging/on the device. As the product was returned opened, the source of the debris cannot be confirmed. -review of the device history records identified no deviations or anomalies during manufacturing. -medical records were not provided for review. -a definitive root cause cannot be determined. -complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.